Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump alarmed button error and the buttons were unresponsive . Customer stated that the insulin pump was exposed to water that could have led to button error or keypad anomaly. Button error troubleshooting was performed and confirmed that time is advancing. Customer also reported that the insulin pump was unable to deliver a bolus due to button error and customer had experienced a high blood glucose of over 500 mg/dl. Customer treated with insulin pump and declined high blood glucose declined troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: unit received with button error alarm and had unresponsive up and down buttons due to corroded keypad traces. Unable to perform operating currents, self-test, unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.